Event description:
It was reported by the patient's spouse that the patient had a lead that failed. Per the spouse, the lead wasn't working and a procedure was done. Follow-up was attempted to determine additional details including which lead the spouse was referring to; however, no additional information could be obtained. The right atrial (ra) lead and the right ventricular (rv) lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.